Event description:
The following has been reported: biomed reported: product issue: error message - service needed sn: (B)(6). Description of issue: "red tag on device stated, "pump doesn't work error message - service needed". Biomed checked pins and discovered one of the pins were sticking, the pin was cleaned and was able to freely move as expected. A test infusion was run (10ml volume, @500ml/hr). The test infusion was successful with no errors. Date and time issue occurred: unknown. Patient harm or delayed infusion: not reported. A preliminary review identified the following issue: fail stop, cause unknown. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.